Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin result was 435.2 pg/ml with flag. A second sample was collected from the patient and the result was 6.62 pg/ml. The initial sample was repeated and the repeat result was 5.92 pg/ml. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided were acceptable. It was found that the customer is not drawing enough sample volume, not performing the recommended sample inversions after collection, and is not waiting long enough for samples to clot prior to centrifugation. The investigation is ongoing.

Manufacturer narrative:
Medwatch field d4 lot no was updated. The investigation determined the issue was consistent with pre-analytical handling issues at the customer site. A general reagent problem was excluded as the qc results prior to the event were within ranges.